Manufacturer narrative:
Hadid, c., di toro, d., celano, l., martinenghi, n., antezana-chaves, e., gallino, s., dubner, s., & labadet, c. (2021). Catheter ablation of ventricular tachycardia in patients with electrical storm, with a special focus on patients with chagas disease. Journal of interventional cardiac electrophysiology, 62(3), 557-564. Https://doi.org/10.1007/s10840-020-00915-7. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The complaint is reportable as a serious injury. It was reported the patient underwent an additional heart transplantation procedure. Per literature review, it was reported that: in this single-center study at the hospital (B)(6), 38 patients treated for monomorphic ventricular tachycardia (vt) with electrical storm (es) using ablation were included. 16 of the patients had chagas disease (chd). All of the patients were receiving antiarrhythmic drugs (aad): beta-blockers plus amiodarone. No patient had undergone a prior vt ablation. All procedures were performed using 3d mapping system. Intravenous heparin was administrated to maintain an activated clotting time between 250 and 350s. The ablation procedure was guided by electrophysiological mapping during vt with a 20-pole mapping catheter. During ablation, radiofrequency was delivered using irrigated-tip chilli ii catheter 40 w, 43c and a non boston scientific irrigated catheter; or 8-mm-tip catheter blazer ii 100 w, 65c in areas topographically corresponding with the vt origin. Ablation was performed targeting critical components of the vt circuit (e.g., isthmus of slow conduction), followed by substrate modification. After ablation, a monitoring zone was added to implantable cardioverter-defibrillator (ICD) programming to detect vt faster than 120 beats per minute. Any sustained ventricular tachycardia/ventricular fibrillation episode recorded by the ICD was considered as recurrence. Of the 38 patients that received treatment, 7 patients required a redo procedure due to vt recurrence. Three complications ((B)(4)) were observed: one femoral pseudoaneurysm (solved with mechanical compression); one electromechanical dissociation at the time of anesthetic induction (the patient recovered and the ablation procedure could be performed); and one patient underwent surgical exploration of the pericardial space after completion of epicardial ablation because of suspicion of right ventricular damage. Pericardial space was clean without right ventricle harm. Eleven patients (28.9%) died. Causes of death were heart failure (7), endocarditis 5 months post-ablation (1), pneumonia (1), and cancer (2). One patient could not be discharged due to several clinical intercurrences (such as heart failure, prolonged mechanical ventilation, renal disease, pneumonia, sepsis) and died 4 months after ablation. Furthermore, one patient underwent heart transplantation. Hadid, c., di toro, d., celano, l., martinenghi, n., antezana-chaves, e., gallino, s., dubner, s., & labadet, c. (2021). Catheter ablation of ventricular tachycardia in patients with electrical storm, with a special focus on patients with chagas disease. Journal of interventional cardiac electrophysiology, 62(3), 557-564. Https://doi.org/10.1007/s10840-020-00915-7.